Event description:
During a remote follow-up, episodes of noise resulting in oversensing, increase in pacing impedance, and increase in capture threshold was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event. No abnormalities were observed visually during the procedure or through diagnostic imaging. The patient was stable with no consequences.